Event description:
The following has been reported: issue occurred during biomed training to run a standard infusion. The pump was on and infusing a primary line but the primary light on the pump was not turned on. There was no alarm during this event. No patient harm or stopped infusion happened during training. A preliminary review of the logs identified the following issue: led failure (primary green). The device returned for a primary green led failure. The customer observed non functional primary led during active infusion. Failure could not be replicated during investigation. Both leds were able to cycle through green, yellow and red without failure. There is no indication of any led failures in the log files. Device was opened to inspect for damage. No damage was identified on the led wires or connections. Damage was identified on the wire for wifi antenna and the backlight cable of the lcd touchscreen. During device start up, the compressor was making irregular noises. The device was put into manufacturing mode in order to test components. The pneumatics assembly was tested and failed during recharge testing. The compressor was swapped out with a known good compressor and retested. The assembly failed again during the recharge test. An engineering manifold block was inserted with the original compressor attached and the assembly was able to pass testing. This indicates a failure in valve 6. The wifi antenna, lcd backlight wire and valve 6 will be replaced with manufacturing equivalents during repairs. Reporting as a conservative measure for the pneumatic valve leak failure (valve 6). No adverse effects were reported.